Manufacturer narrative:
Device evaluated by MFR: pending evaluation.

Event description:
As reported, this (B)(6) y/o male patient who has a history of l shoulder infections now presents with a ¿deep infection¿. The infection did not subside and he ultimately required 2 staged revision of his shoulder prosthesis to a different implant. The event was reported as resolved. Outcome: resolved. Infection subsided and he underwent his second stage revision with no recurrence of infection. The case report form indicates this event is not related to devices and possibly related to the procedure. This event report was received through clinical data collection activities.

Manufacturer narrative:
Section h10: (h3) based on review of all available information, there is no evidence to suggest that the reported event is related to any design or manufacturing issues. The cause of the infection and subsequent revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition.